Manufacturer narrative:
Postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two clearlink continu-flo blood sets leaked. During priming with normal saline, the lines were observed to be split and the sets leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and a cut in the tubing was identified. The reported condition was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.